Event description:
A screw, implanted in 2000 along with a plate, broke post operative and was removed. Pt experienced a comminuted fracture of the distal right fibula with lateral subluxation of talus and widening of medial ankle mortise fracture through posterior malleous of the tibia. X-rays taken in 2001 show that a "syndesmosis" screw was broken. Pt went to non-union and in 2001 underwent surgery for removal of the broken screw and to repair and to repair non-union with re-use of the plate along with freeze-dried allograft.